Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: evaluation of the returned device and packaging components confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 151820041, lot number 8695690. Device history review: DHR review product code 151820041, work order (B)(4) was manufactured on 07 jan 2018. 35 parts of attune medialized domes (41mm) were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when they opened the package and the paper tore improperly, compromised sterility of implant packaging.